Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m62 lead implanted 2014-(B)(6).

Event description:
It was reported that the right atrial (ra) lead post-operatively dislodged. The lead was programmed off and the patient was sent home. The lead remains implanted and is to be revised in the following weeks. No patient complications have been reported as a result of this event.